Event description:
A customer reported a procedure involving an intracardiac echocardiography (ice) catheter could not be completed on their epiq cvxi ultrasound system. During an unspecified procedure with the ice catheter, the verisight function was not available. There was no patient or user harm associated with this event. The philips service engineer reinstalled the verisight license option file to address the customer¿s immediate concerns. No additional information is available. Philips has started an investigation, and upon completion, a follow up report will be submitted.